Event description:
My abbott freestyle libre 3 sensor which is said to be within +-20 of a blood glucose reading registered a 54mg/dl. Upon doing a finger stick, the blood glucose reading was actually 113mg/dl which is a fairly normal reading, where 54mg/dl is closer to being dead. To add insult to this poor quality product, the telephone support is so terrible and sub-par that it took 1 entire hour on the phone to get a replacement issued.